Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to have received excessive no delivery alarms. Customer's blood glucose was 189 mg/dl. During troubleshooting, customer was assisted in performing a 5.0 unit fixed prime and insulin did not exit. Customer states insulin did exit with plunger push and 5.0 units of manual prime. Customer was advised that insulin pump was working as designed. It was also found that cannula was not bent. No further information provided.